Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced unexplained high and low blood glucose levels. Customer had blood glucose level of 40 mg/dl to 77 mg/dl. Customer stated that their insulin pump could be malfunctioning. Customer stated there was crack around the reservoir. The insulin pump will not be returned for analysis.